Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a sternalock 360 malfunction during a case. The surgeon had removed the tensioners and inserted two screws in each of the plates. After he finished bends to the first plate he went to bend the middle plate (x). He noticed that it was sitting especially proud, and when he went to bend it he noticed the band had come unlocked from the plate. He is not sure whether it occurred during bending or before. Because the band was sheared a new kit was opened and used, he removed all three implants already implanted. He felt this was best both because it would be difficult to pass the middle band when the manubrium and xiphoid were already closed, as well as wanting to follow all the steps sequentially again to ensure a good closure. New screws were used to ensure absolute integrity of the locking mechanism. The surgeon estimates that the total process added 15-20 minutes to his procedure. He doesn't believe the incident caused the patient harm or immediate danger. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The product identity could not be confirmed due to the parts not being returned. The sternalock 360 multi-implant system was not returned and no photos were provided, therefore the product could not be visually evaluated or functionally tested. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.